Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2015 with the following findings: the display was found to be dim, faded and pink. Unrelated to the complaint, the audio bolus button (abb) cover was damaged and punctured. The abb was still found to be responsive during the investigation. Also unrelated to the complaint, the keypad cover was lifted on the left and right sides; the contrast button was found to be intermittently responsive. The keypad cover was removed to inspect under the contacts; contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.